Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege following the implant, patient continued to suffer with symptom of severe pain, difficulty walking, and grinding sensations. It is further alleged that due to patients chronic pain and discomfort and other symptoms, patient continues to require ongoing medical care.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation papers allege following the implant, patient continued to suffer with symptom of severe pain, difficulty walking, and grinding sensations. It is further alleged that due to patient's chronic pain and discomfort and other symptoms, patient continues to require ongoing medical care. Update: 11/19/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review. The complaint was updated on: 3/18/2014. Doi: (B)(6) 2003 - dor: none reported (left side). Patient is a resident of (B)(6). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: 11/19/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review.

Manufacturer narrative:
(B)(4).

Event description:
Added lawyer and law firm.

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.